Event description:
It was reported that the cartridge fill port was damaged. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.